Manufacturer narrative:
Block h6 (device codes): medical device problem code a27 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that the external components did not demonstrate any signs of damage or defect. No elevator marks were observed on the shaft of the catheter. X-ray imaging of the distal end showed a bend in the camera wire at the tip, but no damage was visible. No problems were observed with connection to the camera, including the redistribution layer (rdl) and thru-silicon vias (tsvs). X-ray imaging of the handle showed no damage to the camera wire or components mounted on the printed circuit board. Two bent pins were observed at the termination of the umbilicus. No other problems were observed in the handle. An image test for visualization was performed. The device was plugged into the controller and a live image was displayed. Device articulation was tested by rotating the articulation knobs on the handle and no problems were observed with the image. The tip was manually manipulated and the image was lost when tension was applied to the tip. Image was recovered when pressure was applied to the face of the tip; this was repeated successfully 3 times. The handle was opened and internal components were visually inspected. No damage to the board- mounted printed circuit board assembly (pcba) components or camera wire was observed. The umbilicus was unplugged from the pcba and the bent pins in the terminal were visualized; no additional problems were observed. Procedural residue was observed on components in the breakout, indicating procedural fluids had flowed up the optics channel and into the handle during use. A distal length of the catheter was cut off and the camera wire was removed from the catheter shaft for visual inspection, with a focus at the tip due to the bend observed on x-ray and the image problems when the tip was manipulated. The steering ring was removed from the cap. Procedural residue was noted in the tip, a nick in the camera wire jacket was observed, and the exposed wire was corroded. The reported event was confirmed. During product analysis, x-ray imaging showed bent pins at the termination of the umbilicus connector in the handle. This would not cause image loss on its own, but may have contributed to making the device more susceptible to other problems. X-ray imaging also demonstrated a sharp bend in the camera wire in the distal cap. A live image was acquired upon plugging the device into the controller, but it could be toggled off by applying tension to the tip, and toggled on by applying compression. The camera wire was extracted from the catheter and a nicked camera wire jacket was observed in the distal tip, near the sharp bend, with corrosion on the exposed wire. The nicked camera wire jacket likely occurred due to handling of the component during manufacturing, however, corrosion due to fluid ingress into the optics channel is the likely cause of image loss when manipulating the tip during analysis. An investigation to address this problem is in progress. Therefore, cause traced to device design is the most probable cause selected for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used during a cholangioscopy procedure performed in the common bile duct (cbd) on march 17, 2021. During the procedure, the image of the spyscope ds ii was lost before moving the scope through the working channel. The image of the spyscope ds ii came back for a few seconds and was lost again. They tried unplugging and reconnecting the spyscope ds ii back into the controller and rebooting the controller several times; however, the problem was not resolved. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used during a cholangioscopy procedure performed in the common bile duct (cbd) on (B)(6) 2021. During the procedure, the image of the spyscope ds ii was lost before moving the scope through the working channel. The image of the spyscope ds ii came back for a few seconds and was lost again. They tried unplugging and reconnecting the spyscope ds ii back into the controller and rebooting the controller several times; however, the problem was not resolved. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.